Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. It was also communicated that an autopsy was not performed and heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The hm3 lvas instructions for use (IFU) document lists all potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to cardiac arrest. According to information provided by the vad coordinator, the cause of death was unknown. The device had been operating well up to the point of demise. No autopsy was performed and pump was not returned.